Event description:
It was reported to boston scientific corporation that an advantage fit was implanted on (B)(6) 2018. The patient experienced complications and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); pelvic pain; painful intercourse; inability to have intercourse. Nonsurgical treatments: on (B)(6) 2018 the patient commenced topical treatment (including oestrogen cream): ovestin cream 1mg for purpose: help with healing surgical area slight internal bleeding & pain. Treatment duration: 3 - 4 months.

Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.